Event description:
A malfunction alarm, identified as malf 12, was reported. It was confirmed that there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with instructions to reset the pump, which resolved the issue. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while remaining in contact with support for any further issues.